Event description:
This procedure was performed in (B)(6). The end of the protege gps stent was deployed 5mm, and then could not deploy further. The physician decided to withdraw the stent, but it could not be retrieved into the outer sheath. Finally the physician retrieved the stent with the entire deilvery system, but the patient's vessel was injured.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.